Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for follow up in clinic, loss of capture and poor sensing was noted on the right atrial (ra) lead. During the lead revision, x-ray revealed lead dislodgement. The lead could not be repositioned because helix failed to retract. The lead was explanted and replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
A complete lead was returned in one piece. The reported event for failure to retract the helix was confirmed. The reported events for failure to capture and sensing problem were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.